Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The reprocessing status was unable to be confirmed since information about it was unavailable. The foreign material residue point was confirmed to have been free from deformation. Based on the results of the investigation, the root cause of the foreign material remaining in the device was not identified. The subject event can be detected and prevented by implementation in accordance with the below instructions for use. Instructions for gif/cf/pcf-290 series, operation manual, chapter 3 preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found due to wear of angle wire bending angle in up direction did not meet the standard value, due to a scratch on switch 1 water tightness was lost, objective lens and adhesive on bending section cover had a chip, paint on suction cylinder was peeled, universal cord had a wrinkle, suction cylinder was shaved, control unit had discoloration, due to wear of angle wire the play of upward/downward knob was out of the standard value, protector of universal cord on scope connector side, protector of universal cord on control section side, scope cover unit, forceps elevator lever and knob, upward/downward and right/left knob, flexibility adjustment ring , switch 4, switch box, scope cover, scope connector, universal cord, grip, control unit, probe cover, and connecting tube had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.